Event description:
Health professional reported "left inferior-internal discomfort with sensation of change in positioning and shape of the left implant", "prosthetic content on the left that can do evoke an intracapsular rupture (implant) integral law)" via ultrasound and "confirms the bilateral intracapsular rupture of implants, predominant on the left" via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b6, d9, h3, h6.

Event description:
Health professional reported "left inferior-internal discomfort with sensation of change in positioning and shape of the left implant", "prosthetic content on the left that can do evoke an intracapsular rupture (implant) integral law" via ultrasound and "confirms the bilateral intracapsular rupture of implants, predominant on the left" via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ breast pain: unable to observe. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported "left inferior-internal discomfort with sensation of change in positioning and shape of the left implant", "prosthetic content on the left that can do evoke an intracapsular rupture (implant) integral law)" via ultrasound and "confirms the bilateral intracapsular rupture of implants, predominant on the left" via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie device.